Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the reservoir is loose inside of the reservoir compartment and does not lock into place. The customer's blood glucose reading was 432mg/dl at the time of incident. Customer indicated that their blood glucose was high due to reservoir not staying in place. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with a completely broken reservoir tube lip. Unable to perform the basic occlusion or occlusion tests due to the broken reservoir tube lip. However, the pump was received with normal operating currents and passed the unexpected restart, rewind, displacement, prime, excessive no delivery and self tests. The pump had minor scratches on the lcd window, broken battery tube threads, a missing o-ring on the reservoir tube and a missing end cap sticker.